Event description:
A customer reported that during the fill tubing step of the load sequence, they did not observe drops of insulin at the end of the tubing. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The issue was resolved by the customer on a previous date by changing the infusion set and cartridge. The technical support team educated the customer on proper procedures, such as making sure to remove air from the cartridge and using room temperature insulin. The customer successfully resumed insulin delivery after these corrective actions.